Event description:
It was reported that during a hemiorrhoidectomy procedure, the device would not staple and would not cut. The device was locked on the tissue. The device was impossible to open. The surgeon had to cut up the mucous membrane in order to remove the device. The case was completed with sutures.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.